Event description:
Reportedly, the sulu did not place properly formed staples on the tissue. Therefore, an emergency re-operation was performed for a fistula that had developed. In addition, a colostomy was performed. Procedure: resection.